Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-aug-2025. Investigation summary: bd received 5 samples for investigation. The customer samples along with 60 retained samples were visually inspected with no issues observed. Bd was unable to perform further clinical testing as the lot in question was expired at the time of this review. Clinical evaluation cannot be conducted on expired tubes. Thus, clinical evaluation is precluded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low viability. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 5 samples exhibited poor cell viability. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 5 samples exhibited poor cell viability. There was no health impact or consequences reported.